Event description:
Reportedly, upon interrogation, the pacemaker was found programmed in vvi mode, 70 min-1 and 5v pacing amplitude for a pacing-dependent patient. The pacemaker was supposed to be programmed in vvir, 70 min-1 and 2.5v pacing amplitude. It was reported that the red cross button of the inductive telemetry head may have been pressed by mistake.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, upon interrogation, the pacemaker was found programmed in vvi mode, 70 min-1 and 5v pacing amplitude for a pacing-dependent patient. The pacemaker was supposed to be programmed in vvir, 70 min-1 and 2.5v pacing amplitude. It was reported that the red cross button of the inductive telemetry head may have been pressed by mistake.